Event description:
When the catheter was connected to the cable, the image was poor on the display monitor. Trouble shooting was unsuccessful. The catheter was removed, and a new catheter was used. The was no issue with the new catheter. No injury to the patient.